Event description:
It was reported to philips that the device fails defibrillation test. There was no report of patient involvement. The service representative evaluated the device and confirmed it was failing the defibrillation test. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.